Event description:
Discordant, falsely elevated sodium and potassium results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and resulted lower. The correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer had performed troubleshooting prior to informing the tsc. During maintenance, the customer has replaced the ion selective electrode (ise) buffer liquid level sensor (lls) with a spare sensor located in the lab. During the patient sample run, the customer observed elevated sodium results. Quality controls and calibration were then run and calibration failed. The customer checked the ise buffer lls and noticed tubing in the bottle was loose and that there was a lot of air in the buffer line, which is detected by the lls. The customer replaced lls with one previously on the instrument and verified that buffer flowed through the line. Calibration passed successfully and samples were repeated on the same instrument and resulted as expected. The cause of the discordant, falsely elevated sodium and potassium results is a faulty ise buffer lls. The instrument is performing within specifications. No further evaluation of the device is required.